Event description:
It was reported that a patient contacted support for functional review due to concerns about maladaptation, and the agent identified multiple user-initiated pauses during impending low glucose events that prevented the pump from learning when lows occurred, consistent with a use-of-device problem. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found and associated the issue with use behaviors, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.